Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection. However, the device was evaluated by a field service engineer and the customer's failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customers.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a scope communication error, a leaky electrical cap, and no image. This issue occurred during inspection at the time of setup before the patient entered the room. There were no reports of patient involvement.